Event description:
During a thyroid procedure, after three times, there were permanent noises with the generator. The case was completed with a like device. No further information is available. There was no reported patient consequence.